Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with fluid ingression on main board, interconnect board and lcd, cracked top case on corners and by tubing guides, broken bottom case gasket, and a cracked right plunger case. Event log history was performed and indicated that "invalid syringe size" was recorded in history. During analysis, it was noted that syringe size value was stuck and does not change with position of barrel clamp head and top case was physically damaged. It was noted that size pot pin was out of place due to badly broken barrel clamp guide and this was the cause of the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited syringe barrel clamp error and had a broken top case. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.